Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per field service report: pump on pt: symptom - no high level arterial pressure. Findings/actions taken: observed customers complaint. Verified front end board (feb) printed circuit board faulty. Replaced feb. Performed visual checkout of internal cables. Re-secured I/o board ferrite lead and loose ground wire going to the front panel. Passed functional checkout and electrical safety test.